Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead showed an increase in capture threshold. During a procedure on (B)(6) 2021 the physician performed a routine generator change and continued to monitor the lead. The patient was stable post-procedure.